Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Displacement is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: warning: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." Caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physician activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."

Event description:
Reported events of "band migration" from journal article: "outcomes of bariatric surgery: clinical benefits versus short-term and long-term complications", nutritional therapy & metabolism (2011) 29 (3): 124-133. Manufacturer of device is unknown. It is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 1 case of "band migration" mentioned in the article.